Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose. Customer stated that her son woke up with high blood glucose and currently in the hospital. The blood glucose reading was 600 mg/dl. Troubleshooting was done for high blood glucose. Customer's blood glucose was 146 mg/dl. Customer treated high blood glucose with bolus. Customer had a flu shot 3 days before the hospitalization and was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.